Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 7.5fr 40cc intra-aortic balloon (iab), the patient with an axillary balloon. They¿ve been following their forward flow policy and flushing every 4 hours, but they¿re losing the inner lumen again on a line on the blood pressure. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - d10, h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A clinical nurse specialist called regarding the use of thrombolytic agents in the inner lumen of a sensation plus catheter currently in use. She reported that the patient had an axillary balloon and had undergone multiple iab exchanges with the most recent balloon placed and connected to a cardiosave hybrid system. Despite following flushing protocols the inner lumen was repeatedly occluding and the attending was considering using alteplase. Troubleshooting confirmed multiple prior exchanges and that thrombolytic use was not recommended based on previous guidance and off label disclaimers were provided. The nurse requested written confirmation of these recommendations to share with the attending and provided the required complaint information. The request was reviewed with medical affairs and arrangements were made to send a returned catheter kit for further evaluation.